Manufacturer narrative:
D10 concomitant product: pmac71rsc, sensor cable re-usable pmac71rsc invos, (lot #unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cable of the unit was defective. It was reported that the monitor provided lower oximetry readings than expected. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the cables were tested with simulation device. One cable was showing "check sensor" message and the other was showing 3% points off the setting on the test device. When it was set to 50, the monitor was showing 47, if set to 80, then it was showing 77. The cables were working when connecting to test device. The cable that was previously showing "check sensor" now working well and within tolerance limits. The cable had been marked with a green sticker. The other cable was still showing 3% points off test device settings. There was no patient involvement.